Event description:
It was reported "dilator on hd catheter crumpled upon insertion" no other information was provided.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refx4293 showed no other similar product complaint(s) from this lot number.